Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic presented to clinic. Upon interrogation, the atrial lead exhibited loss of sensing and loss of capture. Lead dislodgement was confirmed. Twiddlers syndrome was suspected. The lead was explanted and replaced.